Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b4; g3; h2; h6; h11. Visual examination of the unknown pin identified signs of repeated use. The pin was found to be fractured and a portion of the pin was stuck in the guide. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: 0 degree distal cut block: catalog#42509901000, lot#65635428; drill pin and screw inserter: catalog#00590102100, lot#65633488. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a drill pin jammed in a tibial cut guide and fractured. There was no patient impact as a result of the malfunction. Due diligence is in progress for this event, to date no further information has been reported.